Manufacturer narrative:
Updated b7 other relevant history. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that had a fluid leak. Upon examination, the pressure regulating balloon (prb) was found empty. The device was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that had a fluid leak. Upon examination, the pressure regulating balloon (prb) was found empty. The underwent surgical intervention to explant the aus. There were no patient complications reported.